Event description:
As reported by the edwards clinical specialist, during the transfemoral tavr procedure, the first 26mm sapien valve was positioned in a 50/50 position , however, during deployment the valve shifted aortic resting 80/20 aortic on the non-coronary side and 95/5 on the left coronary cusp side. A post deployment echocardiogram showed moderate to severe paravalvular leak (pv leak). In order to troubleshoot, the decision was made to implant a second valve. The second 26mm sapien valve was implanted with no pvl or central ai noted after deployment. Per report, the patient¿s aortic valve was noted to be a severely calcified bicuspid valve with a horizontal arch, the aortic root was mildly calcified, the ejection fraction was 55%, the sinotubular junction (stj) measured 29mm, the sinus of valsalva (sov) measure 32mm, the patient had moderate mitral annular calcification (mac) and no septal hypertrophy. Additionally, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be fair, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient and procedural factors appear to have caused or contributed to this event. No further actions are required at this time. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that patient (severely calcified native bicuspid valve, moderate to severe horizontal arch, moderate mac) and procedural factors ( fair image intensifier angle and coaxial alignment) may have caused or contributed to the aortic and canted deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.